Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003, and a mesh was implanted. It was reported that the patient underwent removal of infected mesh, fascia lata harvest, abdominal sacrocolpopexy wothj fascia lata, rso, and repair of defect on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and a mesh was implanted concurrently with tah. It was reported that the patient experienced pain, erosion, infection, urinary problems, bowel problems, fistulae, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent partial removal on undisclosed date. It was reported that the patient underwent another mesh removal on undisclosed date. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatches 2210968-2012-02103 and 2210968-2012-02104. The same patient is represented in each medwatch.